Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Low battery prompt heard from 350p device (B)(4) with a pad-pak expiry of 2/1/2023. The green status indicator flashing. There was no patient involved in this event.

Event description:
Low battery prompt heard from 350p device 18d00008083 with a pad-pak expiry of 2/1/2023. The green status indicator flashing. There was no patient involved in this event.

Manufacturer narrative:
The history log for this device showed that the pad-pak was first installed by the user on the (B)(6)2018 and performed to specification, alongside random manual power ons of less than one-minute duration, up to the (B)(6)2019 . The device was reported to have issued a ¿low battery¿ prompt. Review of the device memory logs and within saverevo revealed no evidence the sam 350p had ever issued a ¿low battery¿ prompt or failed a self-test. All voltages recorded in the history log for this device throughout its period of installation were found to be significantly above the trigger point for a low battery warning. The sam 350p performed to specification throughout testing at heartsine. No measurable fault was found on the membrane, battery monitoring circuitry or pogo pins that could contribute to a low battery warning. The reported fault could only be reproduced by installing a partially depleted test pad-pak within the unit. The device was fitted with the returned pad-pak and temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days while performing self-tests every 20 minutes. The device correctly recorded all log entries under the stress of elevated temperature and humidity, and issued no low battery warning. This combined testing equates to approximately 9.5 years of normal use without fault. The customer detailed that the reported low battery prompt had been triggered by a pad-pak with an expiry date of january 2023. The returned pad-pak had an expiry date of september 2023, therefore the pad-pak associated with the reported fault was not returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.